Manufacturer narrative:
(B)(4).

Event description:
Upon follow-up, an x-ray was done and showed the patient did not have a flipped ins. The patient had coupling issues before but when the manufacturer's representative met with the patient they got 6-8 bars right away. There was concern it might have been a patient compliance issue. The patient was doing well otherwise.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported that there was a coupling problem and the patient had not been able to charge for the past 14 days prior. The implantable neurostimulator (ins) may be flipped; a flip was not confirmed at the time of the report. The patient suspected the ins had moved/flipped which was causing the poor coupling. The ins site was painful since (B)(6) 2015 and the patient could not lie down on the ins site. The ins stuck out and they could feel a "hard edge" that they didn't feel before. The ins "moved a whole lot" and an x-ray was done the week prior. The patient had another appointment with the healthcare provider (hcp) on thursday to look at the hcp and the hcp requested a manufacturer representative (rep) be at that appointment. The hcp strictly told the patient to contact the rep to make sure they'd be at the patient's next appointment. They thought the ins had flipped. The rep was seeing the patient on (B)(6) 2015. Further information regarding if a flip was confirmed, cause of the event, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.